Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was excess surgicel powder irrigated/removed after receiving hemostasis, during the initial procedure? Where exactly was the surgicel powder used? What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) what is the lot number of product used? What is the patient¿s current status? What is the surgeon¿s etiology of the event? What are the patient¿s known allergies?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and absorbable hemostat device was used to control hemostasis. After the procedure, the patient developed an abscess and the doctor reoperated to irrigate the location where the absorbable hemostat device was applied. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the sales rep reports that the doctor believes that the powder was the cause of the abscess/fistula from the CT scan. However, we have not been able to confirm the information. The doctor did not irrigate after he sprayed the powder. The sales rep has spoken to the or director and there is no further information available.